Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results while using the architect c8000 process module. The customer provided the following results. Specimen 1: sid (B)(6): initial result: 9.7, retested on second analyzer 4.2 meq/l; specimen 2: (no sid provided): initial result: 7.8 meq/l, retest (same analyzer) 4.1 meq/l. No impact to patient management was indicated.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. The abbott field service representative (fsr) investigated on site. The fsr determined the ict pinch valve tubing fitting pn 7-204069-01 was leaking and identified it as the likely cause. The fsr adjusted/cleaned/reconnected the part to resolve the issue. There were no subsequent reports of discrepant results. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.